Event description:
It was reported that a procedure was done for a left upper trunk m2 occlusion on an atheromatous plaque with the onset of thrombus in the lower trunk m2 with the subject catalyst 6 distal access catheter and a stent retriever. Post procedure, the patient's neurological status declined with a national institutes of health stroke scale (nihss) score that evolved from 4 to 23. During procedure, the thrombectomy performed did not remove the thrombus but resulted in an extension of the clot and failed despite four attempts. The clot extension was on the lower trunk which lead to complete occlusion of the distal m1 segment. Permanent stenting and anti-platelet aggregation were started as a matter of urgency. No embolic complications or significant cervical stenosis was reported. The sponsor and the investigator both assessed on the relationship of the neurological status deterioration as related to the procedure (thrombectomy) with a reasonable possibility. Event might as well be related to the disease under study. No further information is available.

Manufacturer narrative:
Although the device history record (DHR) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint was not confirmed and it cannot be confirmed if the device met specification as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event is anticipated in nature as per the product dfu. An assignable cause of anticipated procedural complication, will be assigned to the reported patient neurological deficit, as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that a procedure was done for a left upper trunk m2 occlusion on an atheromatous plaque with the onset of thrombus in the lower trunk m2 with the subject catalyst 6 distal access catheter and a stent retriever. Post procedure, the patient's neurological status declined with a national institutes of health stroke scale (nihss) score that evolved from 4 to 23. During procedure, the thrombectomy performed did not remove the thrombus but resulted in an extension of the clot and failed despite four attempts. The clot extension was on the lower trunk which lead to complete occlusion of the distal m1 segment. Permanent stenting and anti-platelet aggregation were started as a matter of urgency. No embolic complications or significant cervical stenosis was reported. The sponsor and the investigator both assessed on the relationship of the neurological status deterioration as related to the procedure (thrombectomy) with a reasonable possibility. Event might as well be related to the disease under study. No further information is available.